Event description:
Intl customer reports that a pt presented with a surgical site infection two weeks following a breast procedure. The pt was prescribed antibiotics one week following the reported onset of the event. The event is reported as resolved.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Intl affiliate reports the following possible products: lot: unk.